Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that several times after the contrast agent was administered, the contrast agent entered the balloon lumen. As a result the md removed the catheter, but did not replace it with a new one as there was no longer a need for the agent. The injection rate and the injection pressure were within the amount written in the instructions for use. There were no reported patient complications.